Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm. Battery was out of the device longer than the duration that was allowed. Customer's blood glucose was 52 mg/dl. Customer mentioned the device had keypad anomaly, act button was sticking. Customer mentioned the device could not rewind and had alarmed no delivery alarm. Customer declined troubleshooting. Customer will not be returning the device for analysis.